Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with the water tank cover cracked in the lower left hand side, corroded quick connect, discolored line cord, and discolored pole clamp. The customer stated problem was not duplicated. Customer damaged the device either by dropping the device or overtightening the tank cover screws. Replaced water tank cover, line cord, quick connect, pole clamp. The cause of the reported problem was traced to the customer damage of the device (impact). A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking from the tank seal. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.